Event description:
On (B)(6) 2023, a female patient (41.7kg) was treated with vv ECMO. Blood flow was 2.7 lpm, gas flow was 2 lpm, and the delta p was between 11-16 mmhg. Shortly after initiating ECMO the nautilus smart oxygenator began to leak blood, 10-20ml, from the gas exhaust port. The device was changed immediately. There was no impact to the patient.

Manufacturer narrative:
The device was returned for investigation. The manufacturing records were reviewed, and all work instructions were followed. The returned device was tested with water and a gas exchange fiber leak was confirmed.